Manufacturer narrative:
Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that the needle 18ga 1in blunt fill sla label was incorrectly marked and packaged as a "1,20x25mm" needle. The following information was provided by the initial reporter, translated from portuguese to english: "it was verified that the 0,45x13mm needle was packed as 1,20x25mm needle."